Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2022-02396, and 1627487-2022-02397. It was reported the patient experienced ineffective therapy. Diagnostics indicated that 2 of the patient's cervical and lumbar leads had multiple contacts with high impedance. In turn, surgical intervention may take place at a later date to address the issue. It is unknown which lead is related to the issue. Therefore, all leads are being reported.

Manufacturer narrative:
Correction: manufacturing reference number 1627487-2022-02395 should not have been reported as a medical device report (MDR) due to additional information indicating that the cervical lead was not revised and thus no longer reportable.

Event description:
Additional information received indicated the cervical lead was not revised.